Event description:
MFR response received on 4/9/98: the failure mode appears to be from abraisions/hole in the balloon membrane portion of the catheter. This event is believed to have occurred due to patient plaque. There have been no design changes or modifications in this device since first marketed that may be related to the event. It has been reported in various clinical literature that balloon abrasions occur in approximately 2-5% of all patients undergoing intra-aortic balloon pump therapy.